Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076212.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprograming. It was also stated that the patient spinal cord stimulator (scs) leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned lead was analyzed and the visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and the visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprograming. It was also stated that the patient spinal cord stimulator (scs) leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.